Manufacturer narrative:
Novocure's medical opinion is that a contribution of the arrays to the event cannot be ruled out. Contributing factors for skin ulcer in this patient include dexamethasone use (impaired wound healing is listed as a side effect. Source: dexamethasone prescribing information), bevacizumab use (vegf inhibitor which carries a black box warning for wound healing complications. Source: bevacizumab prescribing information), prior radiation, chemotherapy, underlying cancer disease and prior surgery affecting skin integrity. Skin ulcer was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) female patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2020. Per medical records, on (B)(6) 2021, during a scheduled follow-up office visit, the prescribing physician noted 6 different skin ulcerations measuring 5 mm had developed where the optune transducer arrays had been placed on the scalp. The prescriber stated that the skin ulcerations had increased slightly and appeared to have improved. Gauze had been utilized to cover the affected areas and the patient continued with optune therapy. On (B)(6) 2021, the spouse reported that on (B)(6) 2021, the patient visited the prescribing physician due to wounds on the scalp and optune therapy was temporarily discontinued. According to the spouse, the prescriber had stated that the craniotomy screws from the initial surgical resection ((B)(6) 2020), had unscrewed due to the optune device. A neurosurgeon was consulted and craniotomy surgery was planned for the following week to remove the cranium hardware. Per the prescribing physician, cause of the event was likely due to a combination of optune therapy, dexamethasone, bevacizumab, and the craniotomy screw.